Event description:
It was reported that there was high battery impedance and power on reset at interrogation. The device had not been interrogated for one year. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis results showed that battery depletion was normal.